Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, software version #: 4.2.1 f1908: delay of less than one hour f26: no patient impact h3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the system was unable to take a two-dimensional long film (2dlf) scan. When attempting to take a 2dlf, the system initialized as if it were going to acquire images, the green light turned off, and then nothing happened. It was confirmed the system was able to take a standard 2d image, start and end points were set, no error message appeared, and 2dlf was enabled and had been used on the system before. Rebooting the system resolved the issue and a 2dlf scan was able to be acquired. Additional information was received. It was reported that the procedure being performed was a pediatric scoliosis case. There was an approximate five minute delay due to the reported issue. There was no reported impact on patient outcome. The surgeon did not want to wait for the use of the imaging system so he opted to abort the use of the imaging system and use a c-arm to complete the scans instead.